Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock while running. Review of the episode found multiple factors lead to the double counting and inappropriate therapy. It was noted the qrs amplitude was variable, and the patient also had runs of premature ventricular contractions that were double counted. It also appeared that the patient may have supraventricular tachycardia with aberrancy also leading to double counting. Technical services discussed troubleshooting options. Later, the entire sicd system was explanted and replaced. There were no additional adverse patient effects reported.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock while running. Review of the episode found multiple factors lead to the double counting and inappropriate therapy. It was noted the qrs amplitude was variable, and the patient also had runs of premature ventricular contractions that were double counted. It also appeared that the patient may have supraventricular tachycardia with aberrancy also leading to double counting. Technical services discussed troubleshooting options. Later, the entire sicd system was explanted and replaced. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in (B)(6) 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.